Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service technician. The service technician performed testing on the unit and was unable to duplicate or verify the customer's reported issue.

Event description:
It was reported to carefusion that the patient was not receiving any oxygen on the ventilator. There was no patient harm associated with this complaint.